Manufacturer narrative:
This foreign report is being submitted on (B)(6) 2015 for a device product that is considered same/similar to a us marketed device (reach j&j floss waxed 200yd). This closes out this report unless additional follow up information is received.

Manufacturer narrative:
This foreign report is being submitted on 26-jun-2015 for a device product that is considered same/similar to a us marketed device (reach j&j floss waxed 200yd). This closes out this report unless additional follow up information is received.

Event description:
This spontaneous report was received on (B)(6)-2015 from a consumer (age and gender unspecified) reporting on self from (B)(6). On an unspecified date, the consumer started using johnson and johnson reach dental floss (route dental, lot number 3362d, frequency and expiration date unspecified) for general oral hygiene. The consumer noticed there was tape on the product to hold the box together. After an unspecified duration, the product stopped dispensing as if the product was not properly on the spool. While the consumer was pulling and cutting the floss, the metal cutter broke off. The consumer then took the floss out of the container and used scissors to cut it. The action taken with the device was unknown. This report had no adverse event. This report was considered a reportable malfunction in the united states. Additional information was received on 04-jun-2015. The sample received on 04-jun-2015 was visually inspected on 09-jun-2015. The outer packaging, insert and one dispenser were returned. No spool or floss was returned with the sample. There was no tape found on the dispenser. The unit was opened and examined. The hinge on the dispenser was broken and the lid, containing the cutter, was detached completely. The cutter was embedded in the dispenser lid and was not loose. Based on the returned sample investigation the report was re-assessed as a non-reportable product quality complaint in the united states.

Event description:
This spontaneous report was received on (B)(6) 2015 from a consumer (age and gender unspecified) reporting on self from (B)(6). On an unspecified date, the consumer started using johnson and johnson reach dental floss (route dental, lot number 3362d, frequency and expiration date unspecified) for general oral hygiene. The consumer noticed there was tape on the product to hold the box together. After an unspecified duration, the product stopped dispensing as if the product was not properly on the spool. While the consumer was pulling and cutting the floss, the metal cutter broke off. The consumer then took the floss out of the container and used scissors to cut it. The action taken with the device was unknown. This report had no adverse event. This report was considered a reportable malfunction in the united states.